Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor exhibited a pulse failure. The cause for the pulse failure was isolated to component u3, a programmable logic device (pld). The pld was resetting whenever a pulse was fired. The root cause for the defective component, u3, cannot be positively determined. No adverse event resulted from the defective component. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for normal maintenance, the monitor exhibited a pulse failure. The last patient to use this monitor did not report any problems.